Event description:
It was reported, the patient had met with the sjm representative for reprogramming and several contacts had low impedances. The patient was not receiving thorough stimulation in the left leg. An x-ray did not reveal any anomalies. The patient was provided with programs for some stimulation coverage. Follow up identified the physician replaced the lead. It was reported the patient received stimulation coverage postoperative.

Manufacturer narrative:
Evaluation: results - the complaint was not confirmed. As received, the lead body was twisted and compressed 16cm from the paddle. Channel 1 on the stimulation end had a broken wire on the backside of the electrode. Conductivity testing showed that channels 1 and 8 were electrically open. All of the other channels measured less than 4 ohms which is in specification. The open on channel 8 could not be isolated visibly indicating tht the fracture was at the weld of the 8th terminal electrode. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.